Manufacturer narrative:
This event concerns a device that was mfg and used outside the u.s. The device model involved in this MDR report is not approved in the us; however, it is similar to paradym crt model approved (B) (4). The analysis is pending.

Event description:
The ICD involved in this MDR reported was implanted on (B) (6) 2009. The pt was hospitalized in emergency on (B) (6) 2010 following several treated ventricular arrhythmias (27 shocks delivered). Upon device interrogation, no episode was available in the ICD memories (aida). Arrhythmia and therapy history was available and confirmed the 27 shocks delivered. A warning message was displayed: "inefficient high energy shock". Preliminary analysis of the files showed that the ICD memories programming failed upon previous f/u dated (B) (6) 2010. The corresponding warning "holter programming: failed" was displayed to the user that day. Therefore, holters were deactivated, thus no episodes could be recorded. Automatic memories/holters reprogramming was performed during the interrogation performed on (B) (6) 2010, solving the issue.